Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra aortic balloon pump (iabp) fiber optics cable connector was broken. There was no patient involvement reported.